Manufacturer narrative:
PMA/510(k) #: k182980. Device evaluation: the zib device of unknown lot number involved in this complaint was implanted in the patient, and was not available for evaluation. Document review: prior to distribution zib devices are subjected to a visual inspection and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. A review of the manufacturing records for the zib device could not be performed as the lot number is unknown. It should be noted that the instructions for use(ifu0040-6) states the following: ¿the stent has not been designed to inhibit tumor ingrowth. Tissue may grow through stents.¿ there is no evidence to suggest the user did not follow the IFU(ifu0040-6) . Root cause review: a definitive root cause could not be determined from the available information. A possible root cause could be attributed to patient pre-existing conditions. From the information provided it is known that the patient had malignant extrahepatic biliary obstruction due to unresectable pancreatic cancer. Summary: the complaint is confirmed based on customer testimony. According to the initial reporter, stent occlusion was observed in 34 of 124 patients. Causes of stent occlusion were sludge incrustation with or without food reflux in 29 patients and tumour ingrowth in five. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
This follow up report is being submitted due to the completion of the investigation. Kim 2019 ¿ ¿acute pancreatitis after percutaneous insertion of metallic biliary stents in patients with unresectable pancreatic cancer¿. The endoprosthesis was introduced over a 0.035 inch, 150 cm long hydrophilic guidewire (terumo, tokyo, japan) or 180 cm long extra-stiff amplatz guidewire (cook) and then deployed across the stricture in order to cover the bile duct approximately 2 cm distal and proximal to the obstruction to prevent tumour over-growth. As all lesions were located within 3 cm of the duodenal papilla, the distal portion of the stent was placed just above the papilla or across the papilla to bridge the duodenum. Post-stenting balloon dilatation was not per-formed. Both uncovered stents (sentinol, boston scienti-fic; or zilver, cook) and covered stents (hercules, s&g biotech, seongnam, korea; comvi, taewoong medical, gimpo, korea; or gwon double, taewoong medical) were utilised. After stent insertion, a temporary drainage catheter was inserted just proximal to stent. Prior to catheter removal, the temporary drainage catheter was clamped and left in place for 2e3 days to evaluate stent patency. Stent occlusion was observed in 34 of 124 patients (27.4%). Causes of stent occlusion were sludge incrustation with or without food reflux in 29 patients and tumour ingrowth in five. All 34 patients were treated with ptbd (n=26) or endoscopic drainage (n=8). In the remaining 16 patients, the drainage catheter could not be removed due to recurrent haemobilia.

Manufacturer narrative:
PMA/510(k) #: k182980. Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
Kim 2019: ¿acute pancreatitis after percutaneous insertion of metallic biliary stents in patients with unresectable pancreatic cancer¿. The endoprosthesis was introduced over a 0.035 inch, 150 cm long hydrophilic guidewire (terumo, tokyo, japan) or 180 cm long extra-stiff amplatz guidewire (cook) and then deployed across the stricture in order to cover the bile duct approximately 2 cm distal and proximal to the obstruction to prevent tumour over-growth. As all lesions were located within 3 cm of the duodenal papilla, the distal portion of the stent was placed just above the papilla or across the papilla to bridge the duodenum. Post-stenting balloon dilatation was not performed. Both uncovered stents (sentinol, boston scientific; or zilver, cook) and covered stents (hercules, s&g biotech, seongnam, korea; comvi, taewoong medical, gimpo, korea; or gwon double, taewoong medical) were utilised. After stent insertion, a temporary drainage catheter was inserted just proximal to stent. Prior to catheter removal, the temporary drainage catheter was clamped and left in place for 2e3 days to evaluate stent patency. Stent occlusion was observed in 34 of 124 patients (27.4%). Causes of stent occlusion were sludge incrustation with or without food reflux in 29 patients and tumour ingrowth in five. All 34 patients were treated with ptbd (n=26) or endoscopic drainage (n=8). In the remaining 16 patients, the drainage catheter could not be removed due to recurrent haemobilia.